Event description:
In 2008, the lay user. Patient contacted lifescan france alleging there were segments missing on the display of the one touch ultra meter. The technical service representative (tsr) was not able to contact the patient to answer follow-up questions. On the day before at 7 pm, the patient ate his usual meal. He thinks, he only took 8 units of novorapid insulin after dinner that day. The patient is on an insulin pump that injects 1 unit per hour of novorapid between 7 am and 7 pm and 0.8 units per hour between 7 pm and 7 am. He takes 8 to 10 units of novorapid after his meals. The patient stated he was "in hypoglycemia" at 10 pm that evening. Due to the segments missing issue, the patient could not interpret the results on his meter. By his personal judgement, he thinks his results would have been around 50 mg/dl. At that time he ate but guesses he ate too much because at 11:30 pm, the patient stated he had symptoms of hyperglycemia. Details of the symptoms were not provided. He guesses his blood sugar level would have been around 350 mg/dl at that time. He stated he took some insulin and felt better. It would have been helpful to know when the meter issue began, what readings the patient interpreted, what symptoms the patient had, what the patient ate at 10pm. How much insulin he took at 11:30, how frequently these events occur, and if the patient would have done anything differently had he been able to obtain actionable results. The tsr determined during the troubleshooting telephone call the product was not new. This complaint is being reported because the patient reported he had diabetic symptoms and was not able to interpret the results on his meter. It is unknown whether or not the patient's treatment strategy may have differed had he been able to interpret the meter results.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.